Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. The device was not returned; therefore, a technical analysis was not able to be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the biliary tract of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was diagnosed with pancreatic cancer. The indication for the stent placement was for treatment of a stricture within the distal common bile duct. The stricture was reported to be approximately 2-3 cm in length. The patient's anatomy was reported to be tortuous, but had not been dilated prior to stent placement. No visible issue was noted to the device. During the procedure, the stent could not be fully released from the delivery system. The user attempted to reconstrain the stent back onto the delivery system, but it could not be fully constrained. It was reported that approximately 95% of the stent was able to be reconstrained. Subsequently, the device was removed from the patient and the procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.